Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the investigation was carried out visually. Several damages and deviations can be found on the philips-screw-head and the threads. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to specification valid at the time of production. Based on the information available as well as a result of investigation the root cause of the failure is most probably user related. Based on the signs of wear and tear on the screws, it is assumed that the screwdriver was not correctly applied. It must be ensured that the tip of the screwdriver blade is pressed firmly enough in the head of the screw to get a positive-locking connection. The breakage of the screw-tips is most probably related due to the tumbling movement of the screw driver. Furthermore, for hard bones, the screw holes should be predrilled. Corrective action: CAPA is not necessary.

Event description:
Country of complaint: (B)(6). It was reported that it is impossible to screw the device. The device is breaking during the procedure. All medwatch submissions relate to this report are: 9610612-2017-00035.